Manufacturer narrative:
.

Event description:
It was reported that during interrogation of a patient implanted with a m106 generator, an error message stating "pulse generator is disabled due to a burst watch dog time out. Not supplying stimulation" was received. All patient device settings were correct expect for the device output currents that were programmed to 0 ma. The investigation involving m106 burst watchdog timeout events determined that the root cause was due to an unintended design issue, which allows the burst watchdog timeout event to occur when all of the following conditions are met: sensing is enabled and autostim burst is in progress. Magnet output current = autostim output current. Autostim output current = 0.25ma and frequency = 10hz (i.e. Ramp enabled). Magnet is repeatedly applied (i.e. Reed switch closed) for >300ms and = 3 seconds. The issue is caused by the method by which the device firmware calculates the remaining time in autostim on time after a magnet activation occurs when conditions 1 through 3 above are present. When recalculating the stimulation burst time following a magnet activation, an additional two seconds is added to the time to account for ramp up. If the magnet is repeatedly swiped at a pace with less than two seconds between magnet activations, multiple recalculations can add enough time to allow the stimulation to exceed the watchdog timer. The medical professional who reported the event was advised to program the output current for autostim to be lower than the magnet mode output current.

Event description:
A programming history of the device was provided to the manufacturer and analyzed. With the decoded programmer data, the burst watchdog timeout event was confirmed, which occurred on (B)(6) 2015. In fact, on (B)(6) 2015, the patient left the office with the device enabled. It appears that the autostim output current was programmed equal to the magnet output current. On (B)(6) 2016, the first interrogation revealed the generator to be disabled (with all output currents = 0ma) due to burst watchdog timeout, which confirms the reported event. Of note, there is evidence of several successive, repeated magnet activations prior to the burst watchdog timeout event, all within seconds of one another on (B)(6) 2015 according to the magnet history. During this office visit on (B)(6) 2016, the device was programmed back on, which returned the pulse disabled status to 'enabled' on (B)(6) 2016, system diagnostics was performed and the diagnostic test results were within normal/expected limits (2181 ohms).